Manufacturer narrative:
¿The manufacturer previously reported on this device in MDR sap2518422-2022-19610-1. This report was submitted as a duplicate report of the previously submitted report.¿

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging asthma and lung disease. Medical intervention was not specified. The manufacturer was made aware of this complaint through a representative of the customer. No patient information was provided. No additional information can be requested at this time.